Event description:
Unable to walk except with a walker; pain in both knees; swelling in both knees. Information was received on 19-oct-2007 from a female patient, with a medical history of osteoarthritis and previous treatment with synvisc at least twice before in 2005 and 2006 with a different orthopedic surgeon. The patient received synvisc injections in both knees in 2007 and a week later. The patient experienced pain and swelling in both knees that began about 20 hours after her synvisc injection the same day. The patient was unable to walk except with a walker. The patient received a cortisone injection the next day and was feeling better by the end of the day on that day. The pain and swelling in both knees resolved. At the time of this report, the patient had recovered. Qa results received the following month. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.